Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced loss of connection on their smart device. Data was available for evaluation. The reported loss of connection was confirmed. A root cause could not be determined. It was reported that the patient was pregnant at the time of use. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No additional event or patient information is available.